Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultralink meter displayed an error 4 message. The complaint was classified based on the customer care advocate¿s (cca) documentation. The patient alleged that she obtained the error 4 message at 6pm on (B)(6) 2016. The patient does not administer medication to manage her diabetes. She reported that at that time, she ¿felt like passing out, low blood sugar¿ and also at 6pm on (B)(6) 2016, she self-treated her symptoms with glucose tablets/glucose gel. She denied using any other device to test her blood sugar levels. During troubleshooting, the cca noted that the patient had not been using the meter for the first time. The cca confirmed that the patient¿s test strips had been stored correctly and were within expiry date. The patient described the correct testing steps. The cca walked the patient through a retest but the issue remained unresolved. Replacement products were sent to the patient. From the information provided, the patient did not suffer symptoms indicative of severe hypoglycemia nor did she receive medical intervention for an acute diabetes excursion. However, this complaint is being reported as a malfunction because the alleged issue was not resolved during troubleshooting.